Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device displayed "<10 ohms shocking impedance and shorted lead condition" messages.